Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 600mg/dl. Customer¿s states that in the morning customer's blood glucose was 189mg/dl, and then two hours later, blood glucose rose to 600mg/dl plus customer also states that they brought down the blood glucose to 438mg/dl by treating with bolus. Troubleshooting was performed for high blood glucose. Customer reported air bubbles of size 0.30centimetre in tubing by performing troubleshoot. The pump was not return for analysis.